Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that, after a left tka was performed on (B)(6) 2019 due to osteoarthritis, the patient experienced instability during walking and damage to the acl. A revision surgery was performed on (B)(6) 2024, in which the implants were exchanged to a journey ii bcs system. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation stated that the requested medical documentation was not available and the current patient health status is unknown; therefore, clinical risk factors and the clinical root cause of the reported event cannot be further assessed. Patient impact beyond the reported anterior cruciate ligament damage, knee instability and subsequent revision cannot be determined, although a post-surgical restorative phase would be anticipated. Devices' batch numbers were not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the femoral component, baseplate and inserts for the previous 12 months did not reveal similar events for the listed devices. A review of complaint history of the patella for the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that decreased range of motion and unusual stress concentrations can result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. This has been identified as a possible adverse effect. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include joint laxity, alignment or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.additional information: d4